Manufacturer narrative:
A (B)(6) service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the internal suction tubing was restricted due to a collapse in the tubing. The tubing was replaced. No report of patient involvement.

Event description:
The hospital reported that suction was not operating as expected. There was no report of patient involvement.